Event description:
Caller states that a (B)(6) patient allegedly received the following results with an inform meter, compared to a lab result, within 10 minutes: 15 mg/dl (inform) and 2 mg/dl (lab). No information was provided regarding treatment. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.